Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "good clinical and radiographic outcome of cementless metal metaphyseal sleeves in total knee arthroplasty" by martin thorsell et al. Published by acta orthopaedica was reviewed. The article purpose: the authors evaluated patients operated with a tka using metal metaphyseal sleeves for bone defects with a minimum 5-year follow-up. The article reports: 37 patients had been operated on and were evaluated for this study (6 were not available for final follow up). The authors evaluated 37 patients operated upon with either an s-rom noiles rotating hinge revision knee system or a pfc sigma tc3 revision knee system. No sleeve-related complications were noted. 7 patients were reoperated: 2 due to early infections within weeks, 2 due to septic infections after 5 years, and 1 patient suffered a periprosthetic fracture after 2 years. One patient also had skin necrosis. Cement was used within this article although the manufacturer was not disclosed. Patella resurfacing was not mentioned within this article. It is not specified within the article which implant was associated with which adverse event therefore ip quantities cannot be obtained. Depuy products involved: pfc sigma tciii and s-rom noiles. Complications: infection (4), fracture (1), soft tissue necrosis (1), surgical intervention (5).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.